Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was unknown mg/dl. The customer stated that drive support cap is normal. The customer stated that the device was not exposed to high magnetic field. The customer did not reported e70 alarm. The customer was unable to rewind due to a48 alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer stated that the last alarms received were a21, a34 amd a48.

Manufacturer narrative:
The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test or verify motor error alarms. The insulin pump was stuck in alarm loop and alarmed due to software error. The motor was tested outside the insulin pump and passed. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.